Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the drill bit was broken during an unknown procedure. The fragment remained in the patient's bone. The needle was also broken and the threaded tip was left in the patient's bone. This report is for one (1) 1.1mm threaded guide wire 150mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6 investigation summary: according to pictures provided by the customer, the guidewire was observed broken at the tip section, this condition is related with the customer complaint regarding a broken condition, no other damages or anomalies were observed during the photo analysis. The customer complaint was confirmed based on the photo analysis. Dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed investigation conclusion: the customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.